Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): analysis found no output from the atrial port. No other anomalies were found.

Event description:
It was reported that the external pulse generator (epg) had no atrial output. The device was returned to the manufacturer. No patient involvement was reported.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): analysis found no output from the atrial port.